Event description:
It was reported that the pt had missed a refill and the pump was empty. The pump was reported to be alarming. The hcp reported that they were unable to aspirate anything from the pump and only able to fill 3 ml then the skin around the pump became puffy and the refill could not be done. No device troubleshooting was done. The pump was used to deliver baclofen. It was also reported that the pt had poor therapy and the pump was not effective. The pump was explanted. The pt recovered without sequela.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.